Manufacturer narrative:
Expiration date unk. Claim # (B)(4).

Event description:
Received a report where the surgeon had questions in regards to vaulting of implantable collamer lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.